Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached or missing sensor wire. Patient had not received any training on insertion process and therefore was reporting difficulty with insertion. Patient did not feel the sensor wire insert into skin and patient does not remember hearing two clicks during insertion. No medical intervention was required.